Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4). Analysis of the neurostimulator revealed the circuit #0 bond wires were lifted at the hybrid terminal, causing all output to be open in reference to the #0 electrode.

Event description:
It was reported that the patient had had her ins explanted due to infection. Cultures found few gram negative rods. No patient injury was reported, and the patient recovered without sequelae.